Manufacturer narrative:
The referenced scope (bf-1th190) was returned to olympus for evaluation. The evaluation confirmed that half of the bending section cover glue at the distal end was missing; assembly threads were exposed. In addition, a puncture and deep scratch was observed on the bending section cover near the broken glue area, which most likely caused the bending section cover glue to come off. The scope passed the leak test. The scope has been serviced and returned to the user facility. The most probable cause for the reported device damage was due to user mishandling. The instruction manual for use provides several warning and caution statements to prevent damage to the endoscope and patient injury, ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed that a portion of the distal end bending section cover glue fell into the patient during the middle of a therapeutic endoscopic bronchial ultrasound (ebus) procedure. The glue was retrieved from the patient using pulmonary forceps. The procedure was completed using a different ultrasonic bronchoscope model (bf-uc180). There was no patient injury reported.